Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02219. It was reported one of the patient's leads had both high and low impedance values and the patient was not receiving effective stimulation therapy. Reprogramming provided partial coverage. Surgical intervention is planned to address the issue.